Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "compressor failure -1001" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device log. However, the device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. During an internal inspection of the device, foreign substance could be seen inside the flow manifold assembly. The flow manifold assembly was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.